Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after implant, this right ventricular (rv) lead exhibited loss of capture that led to greater than 2 seconds of asystole. The lead was found to be dislodged, but still in the rv. Capture was consistent at 7.5v at 2.0ms. A revision procedure was scheduled and the lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.